Event description:
It was reported on 11/24/1998 that a percuflex ultra ureteral stent was removed crumbled and black colored after three months indwelling time. During removal, the ureter split and tore. The pt is reported as fine. Visual examination of the returned product revealed the stent to be discolored. It was black in color. The device showed some signs on encrustation. A history search could not be performed due to unk lot number. Encrustation is largely a factor of pt urine chemistry. The lenght of usage is also a factor of encrustation. The directions for use state periodic radiographic, isotopic or cystoscopic examinations are recommended to evaluate stent efficacy and to observe for possible complications. This catheter should be evaluated by the physician on or before 90 days post placement.